Event description:
It was reported to medtronic neurosurgery that the valve malfunctioned and it was explanted. It was also reported that the patient was under the age of 21.

Manufacturer narrative:
The valve was not patent. Proteinaceous debris and bacterial colonies were observed in the interior of the valve that may be occluding the device. The occlusion precluded the siphon, reflux, pressure-flow, preimplantation, and leakage testings. The instructions for use that accompany the device caution that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. A review of the manufacturing records was not possible as a lot number was not provided. All valves are 100% tested at the time of manufacture.